Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation is rupture.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, fold creases, around 0-25% of the shell is missing and a weight test of the explanted material was verified and it was underweight. Microscopic analysis of the return device identified: broken shell with sharp edge in the same location of crease assessed as fold flaw opening and stress marks assessed as non penetrating nicks. Based on the device analysis the final assessment is: broken shell with sharp edge in the same location of crease assessed as fold flaw opening missing shell that is assessed as inconclusive yellowish color was observed however is a normal condition of the device.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.